Event description:
This (B)(6) woman was admitted for a c3-4, c4-5, c5-6, c6-7 anterior cervical decompression and fusion with instrumentation. In surgery, while tightening a 14mm x 4.0 mm self drilling screw in the cervical spine, the tip of the stryker hybrid screw revision driver draw rod broke off inside of the screw. It remains in the implanted screw after effort was made to remove it. The break-off was flush with the screw head, making it impossible to remove. The tip of the screwdriver was left in place in the pt. We have contacted the stryker corporation to report the issue. There were no adverse pt outcomes and there are no plans for removal.